Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was explanted and replaced. The patient's scs ipg was inoperable. The patient complained the system's stimulation would shut off automatically without her making any adjustments, and the last several weeks the stimulation would not stay on longer than a few hours.